Event description:
Customer reported that the insulin pump was cracking at the reservoir lock area and that a piece of the casing had broken off during a set change. The blood glucose reading was 170 mg/dl. She was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.